Manufacturer narrative:
Analysis of the ins 37602 activa sc neurostimulator s/n (B)(4) found the ins to be functionally okay with insignificant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a rep. It turned out that no actual pocket zapping occurred. Instead, it was only that manipulation of the right ins in the pocket caused contralateral paresthesias on the left side of the body. The cause was never determined because the rep was told that the impedances checked out normally, even when tested in the position that caused the paresthesias. The neurologist gave the patient a new electrode configuration to try, but the paresthesias persisted. The neurologist and the surgeon decided to replace the ins on (B)(6) 2016. It was unknown if the new ins resolved the paresthesias.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that manipulation of the implantable neurostimulator (ins) in the patient¿s right chest pocket caused reproducible left body paresthesias and pocket zapping. The recent battery replacement and related swelling or fluid in the pocket could have contributed to the current spread. The neurologist performed an electrode impedance test to determine if there were connections issues, but the system checked out intact and normal. The impedances checked out normal even during the paresthesia induced manipulation. It was difficult to diagnose the root cause of the issue, but it was reproducible. The neurologist tried a different bipolar setting and would check back with the patient at follow-up to ask if the paresthesias resolved. No surgical intervention was taken or planned. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.